Manufacturer narrative:
(B)(4).

Event description:
An article titled ¿vagus nerve stimulation therapy in treatment-resistant depression: a series report¿ was reviewed. The article lists that four patients died, none of them for issues directly related to depression or to the surgery. The article lists eight patient¿s symptoms worsened or didn¿t change at the second post-operative psychiatric evaluation that was performed between 24 and 36 months from the surgery. Of the seven patients evaluated at the five year follow-up it was noted that one patient¿s symptoms worsened. Attempts to obtain additional relevant information have been unsuccessful to date. This report is for patient death 1 of 4. The patient deaths are reported in MFR. Report #s: 1644487-2014-00917 1644487-2014-00918 1644487-2014-00919 1644487-2014-00920 the eight patients¿ with worsened symptoms at 24-36 month evaluation are reported in MFR. Report #s: 1644487-2014-00921, 1644487-2014-00922, 1644487-2014-00923, 1644487-2014-00924, 1644487-2014-00925, 1644487-2014-00926, 1644487-2014-00927, 1644487-2014-00928. The one patient with worsened symptoms at the five year evaluation is reported in MFR. Report #: 1644487-2014-00929.